Manufacturer narrative:
The field service engineer (fse) called the site and confirmed that the issue did not return the next case. The system was working properly and no additional action was required. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the logs confirmed the event date was (B)(6) 2022 and the system serial number was sk2975. No image or procedure video were provided for review. A review of the site's complaint history confirmed that there were no other complaints related to this event/product. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the instrument moved with unintuitive motion (the jaw articulation was not intuitive). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument's wrist and jaw articulation was not intuitive. The instrument was on universal surgical manipulator (usm) 4. The site had completed the case and was setting up for the next case at the time of the call to technical support. The technical support engineer (tse) viewed the system logs, which did not show any usm 4 faults. The procedure was completed as planned with no reported injury. The customer noted that they would call back if there were further issues. No further calls were received by technical support. Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following information: the customer confirmed that the site completed the procedure as planned and there was no patient injury.